Manufacturer narrative:
The full lead was returned in segments, analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the high thresholds were observed on the right ventricular (rv) lead. The lead was removed. No patient complications have been reported as a result of this event.